Event description:
It was reported that the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to insulation damage. During the lead fixation, the physician accidentally cut through the insulation of this rv lead around the pin area. The rv lead was extracted and replaced with a new lead. No adverse patient effects were reported. The lead was retained and disposed of by the hospital.